Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records of all devices related to this event were reviewed and no nonconformities were found. Device is not available for return.

Event description:
It was reported to nevro that a patient in (B)(6) had acquired an infection following a revision procedure. The patient was hospitalized and was given IV antibiotics. The device was explanted. The leads were left in-situ for future reimplant. Follow up report indicated that the infection has cleared and the patient had recovered without sequelae.